Event description:
The facility's biomedical engineer reported a 530 failure code that was found in the event history. Although attempts were made by baxter's technical support to obtain extra information regarding patient status, medical intervention, age of patient and the medication involved but no additional details are known. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.